Event description:
During the procedure, the needle on the inflation device guage moved on its own without add'l pressure being applied to the device. The physician was using the inflation device with a high pressure balloon. The physician inflated the balloon but the needle on the pressure guage was not responding properly, it was studdering. The physician stopped applying pressure to the balloon and the needle continued to move on its own. The device was removed and replaced with another to complete the case. The pt is reported to be fine.